Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow displays the error message "head error". No harm to any person has been reported. A getinge service technician repaired the affected rotaflow (serial#(B)(6)) on 2022-04-08. The technician replaced the rfc (rotaflow console) control board kit (material#70103.4051) to solve the reported "head error". In addition the technician replaced the hl20_rubber foot 24x12 rpm/tpm (material#70105.4567) and the rf (rotaflow) power plug us (material#70107.3671). After the replacement the device is working as intended. Based on these investigation results the reported failure could be confirmed. The following most possible root cause could be determined for the head error:   the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The mot probable root cause for the replacement of the rubber feet could be determined as a missing rubber foot. The most probable root cause for the replacement of the power plug could be determined as the cable, sent in by the customer, was not the original cable from the manufacturer. The product in question was produced in 2015-04-01. The review of the non-conformities has been performed on 2022-03-16 for the period of 2015-04-01 to 2021-12-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No further information has been received. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.